Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was transitioned to temporary in-center hemodialysis (hd) due to the pd catheter (not a fresenius product) being removed. Additional information was obtained through follow-up with the patient's pd registered nurse (pdrn). On (B)(6) 2021, the patient was hospitalized and diagnosed with peritonitis. No signs or symptoms were provided. The cause of the peritonitis was due to a cracked pd catheter. The peritonitis was unrelated to the use of the liberty select cycler or any other fresenius product(s). The catheter was removed on (B)(6) 2021. The patient did receive a replacement pd catheter (date not provided). The patient's blood culture resulted negative for growth. The patient was prescribed antibiotic therapy (drug, route, dose, frequency, and duration unknown), and was transitioned to temporary in-center hd during recovery. The patient was discharged to home on (B)(6) 2021 and resumed pd therapy (date not provided) on the same liberty select cycler. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).